Manufacturer narrative:
External reference: (B)(4). Information was updated on 31-jul-2024. On (B)(6) 2023, the patient experienced heart transplant rejection. The event was considered severe and serious as defined by death. Relationship to repeat or index ablation study device is not related and relationship to repeat ablation study procedure is unknown. The outcome is fatal. Intervention was medication. Death: patient died in uz gent, died after repeat ablation. No autopsy was performed. No death certificate was obtained. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
External reference: (B)(4). Information was updated on 09-jul-2024. The adverse event term value "death" has been changed to "heart transplant rejection " if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
External reference: (B)(4). Information update was received on (B)(6)2025. Adverse event term value "heart transplant rejection" has been changed to "in-hospital cardiac arrest". On (B)(6)2023, the patient experienced in hospital cardiac arrest. Relationship to repeat or index ablation study device is not related and relationship to repeat ablation study procedure is not related. As such, the code of cardiac arrest (e0602) was added to h 6. Health effect - clinical code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A 1. Patient identifier: (B)(6). E 1. Initial reporter address line 1: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient, part of a clinical study, received a repeat cardiac ablation procedure for atrial tachycardia on (B)(6) 2023. On (B)(6) 2023, the patient died. Relationship to repeat ablation study device is unknown and relationship to repeat ablation study procedure is unknown. The outcome is fatal. Intervention was medication.